Event description:
This complaint is being reported as a malfunction due to the alleged bubbles in the cartridge issue. Reportedly, there were air bubbles in the tubing and cartridge while the patient primed his pump. The patient noted he tightened the luer lock connection properly. He leaves the cartridge with insulin out for 15-30 minutes and primes out any bubbles once the insulin is at room temperature. The patient was given instructions to monitor his blood glucose and prime out the air bubbles as needed. At the time of concern, the patient reportedly had blood glucose reading of 400 mg/dl. The patient did not receive any medical intervention from an hcp and did not have any symptoms that would suggest a serious injury. The patient's blood glucose reading did not meet animas criteria for a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.